Manufacturer narrative:
A device history record review confirmed that the device met all material, assembly and performance specifications. Inspection of the returned device under microscopy noted that the proximal contact had detached from the pusher wire. The proximal contact is a separate component of the device so the reported event that the pusher wire was broken was not confirmed. No other anomalies were noted to the device. Based on the information provided and the investigation it is most probable that operational context was the cause of the proximal contact becoming detached from the pusher wire. The manufacturer has reviewed all information and determined this event no longer meets the requirements of a reportable event for the device in question.

Event description:
Friction was encountered while the physician was inserting the subject coil in the microcatheter. As the physician removed the introducer sheath, he noted that the approximately 3cm of the delivery wire proximal end broke. The coil was not used. The procedure was completed using other of the same type of coils. There was no reported clinical consequence to the patient who was reportedly in a good condition.

Event description:
Friction was encountered while the physician was inserting the subject coil in the microcatheter. As the physician removed the introducer sheath, he noted that the approximately 3cm of the delivery wire proximal end broke. The coil was not used. The procedure was completed using other of the same type of coils. There was no reported clinical consequence to the patient who was reportedly in a good condition.